Manufacturer narrative:
(B)(4). Insulin pump passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected insert battery, low battery, replace battery, replace battery now, battery failed, or power loss errors were noted during testing. After further review, however, the battery compartment is corroded as well as the battery board underneath it. Also there are traces of previous moisture presence on the front side of pcba1 just below the lcd screen and on the back side of the lcd screen itself. The insulin pump was received with a crack in the battery tube that starts at the corner of the belt clip rails and extends to the top of the insulin pump where the battery threads are located. In addition to this, a huge chunk of the battery compartment along the bottom of the insulin pump broke off. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Event description:
Information received by medtronic indicated that the battery compartment of insulin pump was cracked. The customer stated that they need to change battery. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.